Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on site and confirmed that none of the geometry movements were available when using the geometry module. As part of troubleshooting, the fse reviewed the log files, which showed that the geometry pc failed the post and also displayed application error messages. To resolve the issue, the fse reinstalled the system software and application software. After the reinstallation, the system was returned to use in good working order. The codes were updated based on investigation outcome.